Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-jan-2026, a facility representative reported via (B)(4) that the 0826-000 impactor pad became cold-welded to the 1268-100 130-degree radiolucent targeting arm, and upon removal, the metal fitting inside the targeting arm came out with the impactor pad, rendering both unusable. The damage that was incurred perhaps added 5 minutes onto the case and additional anesthesia, but no direct harm was done to the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged 1268-100 was received for evaluation. Visual inspection noted that the threads of the radiolucent targeting arm, 130 degree troch nail, were stripped/damaged. Functional testing noted resistance when locking and unlocking into a known-good impactor pad due to the stripped/damaged threads. The most likely cause for the reported failure can be attributed to wear and tear damage incurred over time. The manufacturing date is 2022.